Manufacturer narrative:
Additional information has been received from the initial report. The following information has been updated/corrected: b.5. Describe event or problem: it was reported that three unspecified bd phaseal optima connectors experienced a loose connector, and leakage. The following information was provided by the initial reporter: the patient was infusing tacrolimus when connecting the optima injector to the PICC line the primary tubing connector fell off. The patient rang for the nurse. Upon entering the room the chemo line became disconnected from his catheter. The entire chemo cap (connector and clamp) came unattached. The spill was cleaned up per policy and no harm was done to the patient. Walked into the patient's room to assess the patient and noticed the tacro line disconnected from the blue protective clamp. No leakage on patient or patient's bed. Paused tacro line and exchanged connector and injector pieces. No harm was done to any patient or hcp in any complaint. H3 other text : see h10

Event description:
It was reported that three unspecified bd phaseal optima connectors experienced a loose connector, and leakage. The following information was provided by the initial reporter: the patient was infusing tacrolimus when connecting the optima injector to the PICC line the primary tubing connector fell off. The patient rang for the nurse. Upon entering the room the chemo line became disconnected from his catheter. The entire chemo cap (connector and clamp) came unattached. The spill was cleaned up per policy and no harm was done to the patient. Walked into the patient's room to assess the patient and noticed the tacro line disconnected from the blue protective clamp. No leakage on patient or patient's bed. Paused tacro line and exchanged connector and injector pieces. No harm was done to any patient or hcp in any complaint.

Event description:
It was reported unspecified bd phaseal connector had issues with connector separation, causing leakage. The following information was provided by the initial reporter: "the patient was infusing tacrolimus when connecting the optima injector to the PICC line the primary tubing connector fell off... The spill was cleaned up per policy and no harm was done to the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Follow up MDR for device evaluation. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.